Event description:
Reportedly, during an ICD replacement because of normal battery depletion, leads were disconnected from the old ICD, and the atrial lead was connected first to the ICD involved in this MDR report. Then the ventricular lead (is-1) was connected; however, click sound of the screwdriver was not confirmed when setscrew was tightened. The physician took out the screwdriver from the slot and re-inserted it again; click sound was not confirmed again. The lead could not be removed from the port with a lead pull test. Because there was no click sound, the physician next tried to unscrew the setscrew; however, it was successful only at the third attempt (with the screwdriver inserted perpendicular or tilted in the screwdriver slot). The lead was finally removed from the port. When the screwdriver was taken out from the port, the setscrew was stuck on the screwdriver. The ICD was returned for analysis. Leads were connected to a new ICD and the operation was completed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.